Manufacturer narrative:
It was reported that the patient has limited range of motion due to arthrofibrosis. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has limited range of motion due to arthrofibrosis. Revision surgery is planned to exchange the poly insert.